Manufacturer narrative:
Complainant indicated that the electrode pads were discarded, and will not be returned for eval. The customer was not aware of the lot number of the electrodes. The customer was not aware of which device was used at the time of the reported malfunction; therefore, no product will be returned for eval.

Event description:
Complainant alleged that while defibrillating a male patient with electrodes attached, there was a popping sound upon a discharge of energy and there was smoke and flame underneath the puck area of the electrode pad. The complainant indicated the device continued to self-charge and discharge energy to the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads were discarded and will not be returned for eval. The customer was not aware of which device was used at the time of the reported malfunction.